Manufacturer narrative:
6/25/1998: investigation results: although the device in question was sent to facility, there is no record of them ever receiving, decontaminating, or resterilizing the tube. After several attempts to locate it, the device is considered missing. Although there is no lot identification, precluding further investigation, the development of a cuff leak after intubation has historically been linked to a tear in the cuff, caused by contact of the cuff with a rough or sharp edge, such as a tooth or a surgical instrument during the intubation process. The torn area could be sealed against the tracheal wall for a time, but because respiration is a dynamic process, the cuff diameter changes, breaking the seal and exposing the tear which deflates the cuff. Based on what info is known, the confirmed cause cannot be determined, but there is no evidence to support that a mfg error has occurred, especially since the cuff was functional for three hours. No further info is anticipated for this report.